Event description:
The patient was undergoing a laparoscopic cholecystectomy. 5mm clip applier had faulty clips. The feet of the clips crossed in a manner that resulted in damaged tissue per the surgeon.